Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump buttons were unresponsive. The customer's blood glucose level was 135 mg/dl. Troubleshoot was conducted. The customer states the device responded. The customer states the device had been unresponsive on and off. The customer was advised to monitor the device.